Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit degassed on its own when the pressure is about 2 or 3 mmhg higher than the set pressure during an unspecified therapeutic procedure. The procedure was completed with a back-up olympus device. There was no patient injury or medical intervention associated with this event.